Manufacturer narrative:
Additional information: the the first zinger guidewire was inspected after removal from the packaging with no issues noted. Both zinger guidewires were flushed and examined before use. The second zinger guidewire used had no issues/kinks noted following examination and flushing. Resistance was not noted during insertion/delivery of the first zinger guidewire. Force was not used during insertion/delivery of the first zinger guidewire. It was confirmed that the shredded guidewire was broken. The guidewire was not deformed but detachment was noted. The shredding was noted during withdrawal of the device from the patient. The shredded zinger guidewire was able to be taken out when removing the lead. Intervention was not required during removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use two zinger guidewires with a left ventricular (lv) lead to navigate the coronary sinus. It was reported that the first guidewire shredded during maneuvers of the device. The entire guidewire was successfully removed. The second guidewire got stuck in the lv lead and both products had to be removed from the patient. Another device was placed as there was no capture in the left ventricle, the lead was not used. The patient is alive with no injury.

Manufacturer narrative:
Correction: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.